Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket erosion and suspected possible infection. The patient described a hole in the skin at the device site, accompanied by significant bleeding, presence of pus discharge and pain upon touch. The primary care provider cleaned the site and scheduled a next-day follow-up. There were no additional adverse patient effects reported. This rv lead remains in service.